Event description:
Customer reports two blood leaks noted into the dialysate at onset of pt use. Customer reports both dialyzers reused. Blood loss reported for each occurrence was 230cc's. The disposables were replaced and the treatment continued without incident. Customer reports no pt injury or medical intervention reuired. Customer reports a manual reuse system used to reprocess dialyzers. The "ro" water source leading into the manual reuse system is not regulated and the water pressure of this source is not known by customer.